Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during a gastric sleeve case, upon insertion of the device into a non-covidien trocar, a small silicone piece separated from the device jaws and fell into the pt cavity. The surgeon retrieved the piece from the pt cavity and another device was opened and used to complete the procedure. There was no injury to the pt.